Manufacturer narrative:
Upon receipt of additional information, it was confirmed that the bur did not activate itself and as soon as the surgeon took his foot off the foot pedal, the bur stopped. Therefore, please note this correction as not reportable since there is no indication of self-activation. It was acknowledged that the bur was not being recognized by the shaver and therefore this failure was evaluated during the product investigation. The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: mislabel, incorrect manufacturing processes, incorrect packaging process. In sum, the reported failure could not be confirmed since the device was not received for investigation.

Event description:
It was reported that the unit was not being recognized by the shaver and experienced continuous activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit was not being recognized by the shaver and experienced continuous activation.